Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: catalog number:00875705601 lot number:64531191 brand name: shell with cluster holes. Catalog number:0106010105 lot number:3008526 brand name: avenir stem. Catalog number:00877503202 lot number: 3019131 brand name: biolox head. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient dislocated immediately after the initial hip arthroplasty and was revised on the same day. Additional information on the reported event is unavailable at this time.